Manufacturer narrative:
(B)(4).if additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set became disconnected from the patient line due to a loose connection. This occurred during use and the patient did end up reconnecting. The technical service representative (tsr) assisted the patient with the setup. During the follow up, the patient indicated that everything has been fine since the incident. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.